Event description:
Per hospital staff, touch screen on the hospital cart display does not respond appropriately. Multiple attempts at calibrating the screen were unsuccessful.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion hospital cart s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found scuff marks on the lcd rear housing. Visual inspection of internal components found no abnormalities. Hospital cart passed all areas of functional testing for acceptance at incoming inspection. Touchscreen was successfully calibrated prior to functional testing. An extended 48-hour observation run was performed in an attempt to replicate the reported issue. Touchscreen feedback stayed within calibration and was fully functional for the duration of the test run. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported calibration issues was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. Damage found on the lcd rear housing was cosmetic only and could not affect the functionality of the device. No evidence of a device malfunction was found. Hospital cart was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, touch screen on the hospital cart display does not respond appropriately. Multiple attempts at calibrating the screen were unsuccessful.